Event description:
Complainant alleged that the medics were attempting to monitor a 69 yr old male pt with the device in manual mode, but the device displayed a straight dash line across the screen. The medics then attempted to monitor the pt with the device in semi-automatic mode, but the device screen displayed the same dash lines. In addition, the screen displayed a "check electrodes" message. The medics checked all connections, including the electrodes, multifunction cable and the device battery, all connections appeared to be intact. The complainant indicated that there were no adverse effects on the pt as a result of the reported malfunction.